Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going

Event description:
Country of complaint: (B)(6). Bad fixation "needle-suture". Needle is permanently tearing from the thread.